Event description:
It was reported to boston scientific corp in 2008, that a corflo cubby dual port standard balloon device was used during a percutaneous endoscopic gastrostomy (peg) replacement procedure. According to the complainant, when the device was placed, "nutrition was observed leaking around the closed feeding port." The procedure was completed with another corflo cubby dual port standard balloon device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.